Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
The healthcare provider reported that the patient had reservoir volume discrepancies and were off by 3-4ccs consistently (under-infusion). Per the hcp all the reservoir volume discrepancies were for under-infusion the healthcare provider did not have any patient name or drug information but thought it may have been morphine or dilaudid but had no details at the time of the report. Interventions, symptoms or patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.